Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, during the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.